Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are (B)(6). (B)(4). Date of implant is unavailable for reporting. The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The sterility documentation for this lot was also reviewed and was found to be conforming. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery due to infection, nonunion and broken hardware on (B)(6) 2016. Initially, on an unknown date, the patient underwent an open reduction internal fixation (orif) during which time one tibial nail, one end cap, and three screws were implanted. It is unknown when the infection, non-union and broken hardware were discovered. It is also unknown if the patient experienced any symptoms relating to the broken hardware. The tibial nail was broken at the most distal hole on the proximal end of the nail. One of the screws (location within the construction unknown) was also broken. During the (B)(6) 2016 revision surgery, the tibial nail, end cap and two screws were explanted. Only a portion of the broken screw was able to be removed and approximately three-quarters of the screw shaft remain in the patient¿s bone. The patient was revised with a non-synthes external fixator device. There was no surgical delay reported. The procedure was completed successfully. This report is 2 of 4 for (B)(4).